Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received no delivery alarm. The customer's blood glucose level was 145 mg/dl. The customer also reported that the piston was not moving during rewind. The customer was assisted in troubleshooting. She was assisted in performing 5 unit fixed prime and the insulin did not exit and the insulin pump had alarmed no delivery. The customer stated that she was unable to exit the preparing to prime loop. The customer was advised to hold down the act button until she receive 2nd series of beeps and/or numbers appear on the display. She stated that she did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no prime/fill anomaly noted during test. (B)(4).